Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws malfunctioned. The heater wire appears detached and bent. No components reported as detaching and falling inside tunnel. No delays, or patient harm reported. Opened up another vh-4000 to complete case.

Manufacturer narrative:
(B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 05/20/2025. An investigation was conducted on 05/20/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on the intact cold jaw. The clear intact silicone insulation on the tip of the hot jaw was observed to be peeled back, exposing the hot metal jaw tip. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The shaft of the harvesting device was observed to be bent in various places. No other visual defects were observed. No additional testing was conduced due to the condition of the heater wire as well as the shaft of the device. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent wire" was confirmed, as well as the analyzed failures "peeled; delaminated; jaw" as well as "material twisted/ bent shaft" were observed. The lot # 3000462059 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.